Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead, (B)(6) 2009; 6947 implantable tachy lead, (B)(6) 2009.

Event description:
It was reported that pocket erosion occurred. The lead was removed and replaced. No further patient complications havebeen reported as a result of this event.